Manufacturer narrative:
(B)(4). Eval, results: (death).

Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal lad during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups. At 3 year follow-up pts worst angina status was silent ischemia. It is reported that the pt expired approximately 3 years and 4 months post index procedure. It is reported that the pt death was a non-sudden cardiac death. The cause of death is reported as heart failure. The autopsy reported general arteriosclerosis, coronary artery disease, multiple myocardial infractions and pulmonary edema. Investigator has indicated that the event was not related to the study stent or the study procedure. It was reported that there was no evidence of stent thrombosis.